Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred soon after the patient's hemodialysis (hd) treatment was initiated. The blood leak was visually observed in the dialysate, however, the machine did not alarm. Reportedly, the treatment was ended by the staff member overseeing the patient prior to blood reaching the blood leak detector. No dialyzer damage was visible. A blood strip was used and tested positive. The patient's estimated blood loss was approximately 200ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. Following the event, the machine was pulled from the floor for testing. Functional testing performed by the onsite biomedical technician confirmed the unit was operating properly. The machine, which was found to be in good operating condition, passed all testing; no repairs or calibrations required.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Following the event, the machine was pulled from the floor for testing. Functional testing performed by the onsite biomedical technician confirmed the unit was operating properly. The machine, which was found to be in good operating condition, passed all testing; no repairs or calibrations required. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.